Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection - the reported device was not returned however photographs were provided for review. The photographs presented newly explanted devices with cement, blood and tissue on them but nothing remarkable to report. Material analysis , functional and dimensional inspections could not be performed because the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event was not confirmed for loosening. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device return , clinical and past medical history, post op x- rays and examination of explanted components are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised due to aseptic loosening of the femoral and tibial implants. The patient's knee was revised to a gmrs knee. Revising surgeon reported the index surgeon did not use enough cement on the original implants. Rep confirmed that there are no allegations against the revised liner. Rep also provided explant pictures and revision usage, and confirmed that no further information will be released by the hospital or surgeon.